Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the right rear frame weld broke by the rear wheel axle - bottom weld.